Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on (B)(6) 2017.

Event description:
It was reported by the patient that they lost therapy and their ipg would not communicate with external devices following an unrelated surgical procedure. No further information is known at this time.

Event description:
Follow-up information received indicated surgical intervention may take place at a later date.

Event description:
Follow up indicated that the ipg was explanted and replaced. Therapy was restored post-operatively.